Event description:
It was reported that during an implant attempt the right ventricular (rv) lead exhibited high impedances. Another lead was used and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found.